Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Two osseotite® tapered certain® implants 4 x 10mm (xifnt410) were returned for investigation. Visual inspection of the as returned product identified significant wear and debris about the threads. Both implants are noted to contain the fractured screws within their drive features. These screws were too badly damaged to be removed. The per indicates that the patient has a history of clenching and bruxism. The reported product was located on tooth # 44 (fdi) and used for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review: DHR review was completed for the subject lot numbers (2017110627 + 2017110608). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot numbers (2017110627 + 2017110608) for similar event and no other complaint was identified. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred. Both screws were unable to be disengaged with the implant drive features. The reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provide.

Event description:
It was reported that the implants at tooth sites #44 & 46 had to be removed because the screws fractured and the doctor was unable to remove the bottom part of the screws from the implant. Additional appointment required: yes, to place a new implants symptoms as a result of the event: bone loss.